Event description:
It was reported that there was an issue with the device. It is unknown when the device problem occurred. No adverse consequences for a pt were reported. No further info was submitted.

Manufacturer narrative:
Date sent: 12/08/2008. Eval summary - the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a gen04 and an error code 5 was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade further cracked. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.